Manufacturer narrative:
(B)(4). Concomitant medical products: 00598004702 - stemmed tibial component precoat size 6 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - 60676398; 00597206535 - all poly petella standard cemented size 35 mm diameter 9.0 mm thickness - 60700187; 00596401652 - femoral component option size f right compatible with lps-flex prolong - 60672077; 00111314001 - palacos rg 1x40 single - 65234095. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right tka approximately 15 years ago. Subsequently, the patient was walking and felt their knee give out. They saw their surgeon and it was determined that the poly had fractured the patient underwent a revision surgery to replace the fractured poly. There were no contributing conditions.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided but were not able to be reviewed as the only two with dates were not related to the incident and a timeline could not be established. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.